Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels at night (42 mg/dl). Customer is working with his health care professional on basal setting during the night. Customer was able to stabilize blood glucose levels.